Event description:
Npb received info which suggests that a ks330 unit stopped cycling while in pt use. There was no pt injury.

Manufacturer narrative:
Customer resolved that device failed due to off-label use conditions; customer did not feel that it was necessary to return unit for eval or repair, because device performs as intended when used according to labeling.